Event description:
It was reported the pt no longer had stimulation and was unable to communicate with the ipg using the charging system. A replacement charger was sent to the pt. The sjm rep met with the pt and determined the replacement charger had not resolved the issue. In addition, the ipg would not communicate with the programmer. F/u identified the physician may undertake surgical intervention at a future date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.